Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported inflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that during an unspecified coronary artery procedure, the 2.5x12mm trek balloon completely failed to inflate. It was tought that the indeflator was not connected properly to the balloon dilatation catheter which may have contributed to the issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another trek was used to successfully complete the procedure. Device analysis noted that the shaft was stretched. No additional information was provided.